Event description:
It was reported that the patient received six inappropriate high-voltage therapies for an episode detected in the ventricular fibrillation (vf) zone due to oversensing of noise on the right ventricular (rv) lead. It was noted that only one of the high-voltage shocks was associated with noticeable symptoms from the patient. Review of the episode data showed that the first shock was delivered with less than the programmed high-voltage energy, and the remaining five shocks were delivered with no energy with out of range (oor) defibrillation impedance during high-voltage therapy delivery. Review of lead trends showed current rv coil impedances and tip-to-coil impedances were oor as well, and a lead integrity alert (lia) was triggered for oversensing of non-physiologic noise. The lead was checked to ensure proper connections and proper contact, and manual impedance measurements remained high, suggestive of a lead integrity issue as the cause of the inappropriate reduced-energy shocks. Tachyarrhythmia detections were programmed off, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5554-53 lead implanted: on (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient elected to not pursue further intervention. The tachyarrhythmia detections remain programmed off.